Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pains and presented in clinic. Upon a computed tomography scan, it was noted that the right ventricular (rv) lead perforated through the right ventricle. The lead was extracted successfully on (B)(6) 2019. The patient was find post-procedure.